Event description:
During multiple wisdom teeth procedures over a month ago, the doctor noticed the handpiece was overheating and the bearings were loose in the bur guard. He continued to use the units and changed burs. Changing burs did not decrease the heating issue. Doctor would discontinue the use of the units when he felt the heat in the body of the handpiece. No injuries or delays reported.